Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 20 mg/dl. The product will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The test mini link transmitter with the glucose sensor simulator communicates properly to the pump. No calibration error alert and change sensor alert noted during the testing.